Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed the returned device indicated current leakage in the integrated circuit due to gate/cap oxide breakdown.

Event description:
It was reported that the cardioverter resynchronization therapy defibrillator (crt-d) tripped recommended replacement time (rrt) after approximately 3.5 months of service life. It was noted the there was a visible dent on the device. The device was explanted and replaced. No patient complications have been reported as a result of this event.